Manufacturer narrative:
Continuation of d10: product ID 97791 lot# serial# unknown, implanted:(B)(6) 2024, explanted:(B)(6) 2024, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97791, serial/lot #: unknown, g2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the attending physician informed that the anchor felt loose when the anchor was attached to the lead after the completion of lead placement; in order to use a repla cement anchor, another kit was opened, and the anchor was used. It was confirmed that it could be placed in the lead without any problems and that there were no problems with the lead's structure itself. The issue has resolved, no health damage reported. Additional information was received. Im plant date of the patient¿s lead / anchor confirmed. The original lead is still in use and the original loose anchor was discarded by the hospital. Cause of the issue was not determined.